Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported backflow of fluid from the secondary tubing set into the primary tubing deliver 250ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of zosyn. The customer contact reported that the primary solution container was lowered below the secondary solution container. The customer contact reported that immediately after the delivery was started, backflow of solution was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.